Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the failure to advance was not determined due to insufficient clinical details. The cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
D1 brand name was revised. D4 serial and primary UDI number were revised. E1 zip code extension was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 75-year-old male patient with a history of diabetes mellitus and coronary artery disease was planned to receive impella 5.5 support for a high-risk percutaneous coronary intervention. After axillary cutdown, graft placement, and guidewire exchange, the impella 5.5 could only partially advance into the axillary artery due to persistent kinking at the catheter¿motor housing junction, despite multiple troubleshooting attempts. The procedure was aborted, and an impella cp was attempted but also could not be advanced. A second impella 5.5 was then inserted successfully, and the device was explanted after two days of support.